Event description:
On (B) (6) 2010 pt reported he had an occlusion earlier in the day and an elevated blood glucose reading of 290 mg/dl. Pt stated 2 hours later he had a blood glucose reading of 439 mg/dl so he took a bolus of 10 units of insulin. Now another 2 hours later his reading is 410 mg/dl and he took an additional 9 units of insulin. Pt reported he disconnected and was able to prime through the infusion tubing okay, so he knows the insulin is coming through the tubing. Pt stated numerous times he has completed numerous steps on the infusion device prior to calling and he is not new at this. Troubleshooting did not find any product issues. Encouraged pt to change the infusion adapter and the infusion tubing. Pt stated he will change both of them. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.